Manufacturer narrative:
This report is for 8 unknown lag screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient implanted on an unknown date with a depuy synthes semi-tubular 5 hole plate and lag screws for an ankle fracture has developed a 'skin allergy' that the surgeon feels may be an allergic reaction to the plates. Surgeon suggested patient request material composition of implants prior to allergy testing. Patient is scheduled to get allergy testing next week and requested a list of the materials in the implant. The senior engineer supervisor at synthes spoke with the patient and she indicated that she actually had 2 plates and 10 screws implanted for her ankle fracture. Each plate was 5 holes and had 4 screws each and then 2 separate lag screws outside the plates. This report is for 8 unknown lag screws. This is report number 2 of 3 for (B)(4).